Manufacturer narrative:
Ge healthcare has completed its investigation and determined that the root cause was use error. The findings indicated that the imaging pulse frame rate (fps) settings were used sub-optimally, without any evidence of product failure or malfunction. This usage was inconsistent with the warnings provided in the user manual. The general director of the hospital stated an internal review concluded that the incident was multifactorial due to poor image quality and the patient's medical history. The hospital's mmr (morbidity and mortality review) root cause is undetermined.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be submitted when the investigation has been completed. Legal manufacturer: surgery slc - 384 n wright brothers dr. USA salt lake city, ut 84116.

Event description:
It was reported that there was a death of a patient during a prolonged evar procedure. During a site visit following this procedure the clinician expressed concerns regarding the image quality during the procedure while using the digital subtracted angiography mode. The cause (including any causal relationship between the incident and device) and contributing factors in the patient death have not been established and investigation is ongoing related to the reported image quality concerns and the prolonged evar procedure.